Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the in-box implantable cardioverter defibrillator exhibited below beginning of life voltage. It was noted that the device had been stored in a warm environment for over two weeks.

Manufacturer narrative:
Final analysis found that the device had exhibited extra usage prior to implant which subsequently lowered the battery capacity. The cause of the event is unknown. The device was otherwise normal.